Event description:
It was reported that the 6600 system experienced a no boot situation and customer wants to see if a high voltage cable will address. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Replaced the high voltage cable as requested. The system was tested and found to be working as intended and placed back into service. It was noted to the customer that there was some artifact on the ii tube. Customer will look into replacement.